Event description:
Defective mains inlet board was found; replaced part and device put back into service. More follow up information is needed to complete the investigation.

Event description:
Device history record was reviewed but nothing linked to the reported event was observed. Device history log was not provided, therefore no review could be performed. The reported device was not returned to france for investigation as repairs were carried out locally by nova scotia canada. The complaint reports a problem about the main inlet board/ bracket. During servicing, a troubleshooting was performed down to the mains inlet board/bracket. To solve this issue, the mains inlet board was replaced and the pump performed the tests and then was returned to service. After several attempts, the defective spare part was not sent back to brézins for investigation. With no other evidence to confirm the origin of the defect, the root cause of the reported issue could not be identified. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.